Event description:
It was reported a patient experienced an anaphylactic reaction to floseal. After an unknown procedure wherein floseal was applied the patient developed an anaphylactic reaction after an unknown amount of time. Additionally, the patient had a positive alpha gal testing. It is likely this event required medical intervention in order to preclude permanent impairment of a body function or permanent damage to a body structure; however, treatment details were not provided. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.